Manufacturer narrative:
For the reported information, a stent graft delivery system was returned. Based on the evaluation of the returned sample, the reported issue could be confirmed. The outer sheath was found to be elongated which indicated that high release force was present during the treatment which subsequently led to an outer sheath fracture and a partially deployed stent graft. A manufacturing related issue could not be identified. Based on the information available and the evaluation of the sample returned a definite root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model fvl06060 vascular stent graft allegedly experienced a fracture and misfire. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old male patient was (B)(6) kgs.